Event description:
The account alleged the brake casters swivel when the brakes are set. No injury reported.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.